Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for inform system 1, medwatch (B)(6) is for inform system 2.

Event description:
Caller reported blood glucose results of 29 mg/dl on inform system 1, 140 mg/dl on inform system 2 within 10 minutes. Lab sample was drawn, also within 10 minutes of the original reading. Exact lab result is unknown; floor staff reports only that the result corresponded to the 140 mg/dl. No adverse event was reported. A request was made for the return of the strips.